Event description:
A discordant, falsely elevated glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that no other cases of discordant results were obtained. Ccc evaluated the instrument data and did not find a malfunction. The cause of the discordant, falsely elevated glucose result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.